Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited noise. Ra lead was explanted and replaced. The patient was in stable condition.